Event description:
Case description: investigation result: name: novofine® plus. Batch number: 15h06n. Microscopic examination performed. The needle met specification. The needles were tested for flow with measure threads. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. The needle met specification. A visual examination of the returned product was performed with respect to back needle. There were no abnormalities related to the back needle. An examination of a reference sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. One used needle with a broken front needle was examined. It is not possible to investigate the needle tip on the used needle due to missing front needle. The unused product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. It was confirmed that the needle tube was broke off at the needle hub. The observed problem is due to incorrect handling during use. Since last submission the case has been updated with the following: -investigation result updated. -manufacturer comment added -narrative updated accordingly. Manufacturer comment: 23-jul-2019: upon investigation of the returned device (novofine plus), the unused product was found to be normal. The used needle was examined. It was confirmed that the needle tube was broken off at the needle hub. The observed problem is due to incorrect handling during use. H3 continued: evaluation summary. Name: novofine® plus. Batch number: 15h06n. Microscopic examination performed. The needle met specification. The needles were tested for flow with measure threads. Needles tested for silicone on patient needle. Needle points on patient needles examined visually for defects. The needle met specification. A visual examination of the returned product was performed with respect to back needle. There were no abnormalities related to the back needle. An examination of a reference sample showed nothing abnormal. During investigation it has not been possible to detect any irregularities related to the complaint on a reference/retain sample of the batch in question. One used needle with a broken front needle was examined. It is not possible to investigate the needle tip on the used needle due to missing front needle. The unused product was found to be normal. The results were found to comply with specifications. During test it has not been possible to detect any irregularities related to the complaint on the unused needles. It was confirmed that the needle tube was broken off at the needle hub. The observed problem is due to incorrect handling during use.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Needle is broken off in the stomach (needle issue). Case description: this serious spontaneous case from germany was reported by a consumer as "needle is broken off in the stomach" with an unspecified onset date, and concerned a (B)(6) year-old male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date due to "type 2 diabetes mellitus". Patient's height: 187 cm patient's weight: (B)(6) kg. Patient's bmi: 25.1650. Medical history included type 2 diabetes mellitus (since 2010). Patient has recently changed from bd (becton, dickinson) micro fine ultra 4 mm 0.23 (32 g) (used 8-9 years without any problems) to novofine plus 4 mm needle. On an unspecified date, novofine plus 4 mm needle broke off in the patient's stomach. It was reported that, after the injection there was no needle left, searched on the ground and the belly was inconclusive. It was reported that, needle was properly attached to the pen in a 180 degree angle and did not leave the needle attached to the pen in between injections. Used the needles only once. No resistance felt, when attaching the needle. Patient reported that this was not the first time injected. Batch number was reported. Action taken for novofine plus 4mm needle was reported as product discontinued. The outcome for the event "needle is broken off in the stomach" was not reported.